Event description:
A report was received that the patient¿s midline incision opened up completely. The patient went to a wound care center to have it resolved. The patient will undergo a revision procedure wherein the leads will be removed. The ipg will be left implanted.

Manufacturer narrative:
Additional information was received that the patient underwent revision procedure wherein the leads were explanted. Sc-2218-70, sn (B)(4): device evaluation indicated that the leads passed visual test performed. There was no complaint against the leads, only that the patient exhibited another medical condition and was explanted. Leads passed all cis testing. Leads exhibited normal device characteristics.

Event description:
A report was received that the patient¿s midline incision opened up completely. The patient went to a wound care center to have it resolved. The patient will undergo a revision procedure wherein the leads will be removed. The ipg will be left implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.